Manufacturer narrative:
This report is submitted on december 16, 2019.

Event description:
Per the clinic, the patient experienced non-auditory pain with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted 30 january 2020. (B)(4).